Event description:
Additional information reported that the patient had a lead revision in (B)(6) 2012 at which time the implantable neurostimulator (ins) was also replaced due to insurance and the patient already undergoing a surgical procedure.

Event description:
It was reported the patient experienced a shocking or jolting sensation. The patient also reported a loss of therapeutic effect. The reporter stated there is no known accident or incident related to this complaint. It was stated the patient was "not feeling stim as much," and was reprogrammed approximately one month prior to report. It was stated the "batteries were full but she could not feel any stimulation." The patient was trying different programs and, while switching programs, felt a shocking or jolting sensation. The patient again switched programs, and lost stimulation. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: lead model 3778-45 lot # v029710007; extension model 3708140 serial # (B)(4); programmer model 37742 serial # (B)(4); recharger model 37752 serial # (B)(4).

Manufacturer narrative:
(B)(4).